Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform was used during an anterior vaginal wall mesh, transobturator tape procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, intrapelvic abscess was observed during the patient's routine outpatient check-up. The patient was diagnosed with infection and intrapelvic abscess (grade 3b) subsequently, surgical, endoscopic, and ivr treatments were performed under general anesthesia. Drainage was also performed.